Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon noticed that femur head impactor was dry rotted and was rough around the rim and asked that it be removed so pieces wouldn't break off. We had another impactor to finish the surgery."